Event description:
A minor head and neck pack was opened for a case. During initial counts it was discovered that only 9 raytec sponges were in the pack instead of a full set of 10. The raytecs were taken off the field and a new, complete set was given. Minor head and neck pack ref # sen7chnynn. Lot # 361370, mfg date: [redacted date], exp date: [redacted date]. Manufacturer response for surgical pack, minor head and neck pack (per site reporter), rep notified directly.